Manufacturer narrative:
(B)(4). The sample has been requested but to date the incident sample has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained a follow up report will be submitted.

Event description:
The customer reported that during a procedure, the jaws of the device would no re-open while applied to the patient tissue. Reportedly, the device had been cleaned frequently to remove the device form the patient tissue, the surgeon resected the tissue directly adjacent to the jaws of the device. There was no harm to the patient, and another device was used to continue the procedure.